Event description:
The customer alleged that an elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). It is unknown if this sample was repeated, therefore, the correct result for this sample is unknown. There are no known reports of patient intervention or adverse health consequences due to the elevated eco2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and alleged that an elevated enzymatic carbonate (eco2) result was obtained on a patient sample on dimension exl with lm integrated chemistry system. Quality control (qc) was valid at the time the samples were run. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the system, reviewed instrument data, ran precision study, replaced photometric sampler assembly and sample probe, aligned sample arm, cleaned cuvette window which was covered by thin film of dust and all photometer filters, calibrated photometer milli-absorbance unit (mau) and cuvette temperature, ran sample absorbance sabs to verify sampling and qc to check photometer positioning, ran titration on all pumps, and replaced sample drain. During technical service verification (tsv) check, the cse found reagent 2 (r2) probe was unable to align to the last cuvette position by r2 drain, replaced r2 arms assembly, aligned probe, and ran system check and qc, which passed. Siemens further evaluated the event and determined that pre-analytical sample handling factors in addition to instrument-related issues potentially contributed to the elevated eco2 result. The instrument is performing according to specifications. No further evaluation of this device is required.